Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the clinician contacted boston scientific technical services (ts) regarding a high rate pacing event. They noticed that the markers shows p-sr and then followed pretty closely by an (s). Ts discussed that this could indicate loss of capture. The clinician stated they would make the appropriate programming changes. The pacemaker and right ventricular (rv) lead remain in service and no adverse patient effects were reported.